Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis experienced an infection located in the corpora cavernosa. No symptoms of infection were reported prior to the surgical procedure; however, visible signs of infection were observed when the corpora cavernosa were opened, and the infection was diagnosed intraoperatively. The physician did not believe that the device caused or contributed to the infection. The infection was treated with multiple antibiotics. The device was explanted and replaced. There were no further patient complications reported.